Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: extension. Product ID: 3387s-40, lot#: va1s607, implanted: (B)(6) 2018, explanted: (B)(6) 2020. Product type: lead. Product ID: 3387s-40, lot#: va1rb0c, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 3387s-40, lot#: va1rb0c, implanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot#: va1s607, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a full system explant due to suboptimal lead location. The new battery and lead were being placed (B)(6) 2020.